Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic ii ultra set had a loose filter. This was identified during 100% visual inspection by the reporting facility and before patient use. There was no patient involvement. No additional information is available.